Manufacturer narrative:
(B)(4). Customer has indicated that the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the sterile product was sealed with "hair" inside outer plastic wrap, found on shelf before sourcing to a case. The sterile package intact. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Complaint was confirmed by visual inspection of the returned product found that a hair-like debris was under the sealed shrink wrap and outside the outer carton box. This does not affect the sterility of the product. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to operator error during the manufacturing process. Event is being reviewed through the CAPA process.

Event description:
No further event information available at the time of this report.